Event description:
A customer reported that an antibody screen in 2006 was negative with 0.8% selectogen lot 8s716, however post transfusion anti-jka was identified. Antibody screens were performed in 2006, 3 days after, and 4 days later with lot 8s716. No reactivity was observed. Between the date of event and one week after, the pt was transfused with 5 units of packed red blood cells. Approximately 10 days later, post-transfusion testing of pt's sample with 8s719 was positive and anti-jka was identified. Pt was dat positive, no eluate test was performed.